Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was due to it never being turned on, but this information was conflicting. They reported that they turned it on (B)(6) 2024 and they got some instructions for a manufacturing representative (rep) on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that since received implant has experienced difficulties. Patient said that receiving implant to help with bladder leaking, said leaks all of the time. Patient also mentioned that the doctor mentioned that patient may not get exactly 50% improvement. Patient said that the mdt representative, set the implant however when checked showed therapy was off which patient noticed the next day. Patient said adjusted the setting to 5. Reviewed therapy information including healing time factors as well as expectations. Also explained that time to therapeutic benefit varies. Reviewed general programming guidance including how setting affects ins battery longevity. Patient didn't make any adjustments during the call. Patient will maintain stimulation level and will continue to track symptoms. Patient said that has follow up appointment next week.